Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the laparoscopic sigmoidectomy procedure. The surgeon clamped sigmoid and tried to fire t he device, however could not be fired. The status of the each indicator was not available. The surgeon removed the device from the tissue, replaced by another handle and the procedure was completed. No harm was caused to the patient.